Event description:
Call transferred from psr spoke with patient who reports that in the middle of the night her pump started "beeping" and would not stop. She further reports that she could not turn the beeping off and checked if there was drug in the pump. Afterwards she states that her pump would not load correctly that she switched to her other working pump. When asked what the serial number was, patient reports that she is not home so did not have that information. Replacement pump will be sent along with the pump return box. No other information available. Did the reported product fault occur while in use with a patient: yes. Did the product issue cause or contribute to patient or clinical injury: no. Is the actual device available to be returned for investigation: yes. Did we replace device: yes. Dose or amount: 83.5nkm, frequency: continuous, route: sq. Dates of use: from (B)(6) 2014 to ongoing. Diagnosis or reason for use: pulmonary arterial hypertension.